Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's father reported via phone call that the customer was unable to remove the insulin pump's battery cap. The caller was instructed to use a quarter for assistance, and confirmed that the battery cap did come off. Blood glucose level at the time of the incident was around 300 mg/dl. The customer's father also reported that the customer recently went into diabetic ketoacidosis as a result of gallbladder removal surgery. The customer was shipped a replacement battery cap. The insulin pump was not replaced or returned for analysis.